Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace keyboard. Customer will complete the repair.

Event description:
It was reported that an 840 vent had a device alert and key stuck message. Patient information was not provided by the customer.